Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, post-sensed t wave oversensing on the ventricular channel was observed. The patient received inappropriate atp therapy. The patient was asymptomatic. Programming changes were made and resolved the issue.